Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, the device failed to deliver the prescribed dose. During the event, a transient increase in the patient's pulmonary artery pressures was observed. The patient's vital signs returned to pre-event levels following a device exchange. No lasting adverse effects were reported. Ventilator mode and settings: servo-u.